Manufacturer narrative:
Batch review performed on (B)(6) 2023: lot 1910191: (B)(4) items manufactured and released on 02-jan-2020. Expiration date: 2024-dec-10. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
The patient came in due to signs of an infection and instability and the pathogen is unknown. About 2 years and 7 months after the primary surgery, the surgeon performed a washout, removed all components and implanted an antibiotic spacer. The surgery was completed successfully.